Event description:
Reportedly, when the device was connected to the patient through combination electrodes, a repeated connect electrodes prompt was observed. The patient was not resuscitated. The reporter stated the patient was not a likely candidate for resuscitation.